Event description:
It was reported that during a pci treatment procedure, "a pin hole ruptured occurred at 20atms during the first inflation". Before balloon inflation, a 12-3.5 mm stent was placed at the distal circumflex (cx) without predilation of the vessel. The balloon was inflated at greater than the rate of burst pressure. The procedure was completed with another of the same device. There were no reported patient complications and the current patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.